Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the "no image" phenomenon occurred due to a receptacle assay and a receiver (rx) module failure. Additionally, the phenomenon "error code e117" likely occurred as a result of a graphics unit processing (gpu) assay failure. A scope ID could not be detected due to a defective printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The olympus team leader for field service reported (on behalf of the customer) that there was a scope error code e116 ( camera control unit malfunctions) during the shifting and reinstallation of the camera control unit in another department of the hospital. There was no procedure involved. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found error e117 was being displayed due to a defective graphics processing unit assembly; there was no image after connecting the scope due to a defective receptacle assembly and receiver module; there was no scope identification detection due to a faulty circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.